Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the system pcb assembly to resolve the issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device intermittently powers itself off. There was no patient use associated with the reported event.